Event description:
It was reported that during a knee surgery, the tip exploded and blew apart in the knee. The knee was flushed and pieces were retrieved.

Manufacturer narrative:
Additional info will be provided once investigation is completed.